Event description:
New information received indicates that the device now exhibited less than three months to eri (elective replacement indicator). It was suspected this is due to the previous erroneous measurement affecting the overall battery estimation. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of decreased longevity estimation issue was confirmed. Based on the information provided, there was a bit flip in the fuel gauge counter, resulting in an incorrect fuel gauge reading that was too high. Therefore, the longevity to appear to have decreased significantly based on the consumption calculation made with the incorrect reading. The root cause of the bit flip was unable to be determined.

Event description:
New information received indicated that the device was explanted. No additional information was available.

Manufacturer narrative:
The reported event of longevity incorrect measurement was confirmed. The device was received with battery voltage at near beginning-of-life. Analysis of the device image indicated excessive current momentarily elevated then dropped back to its normal range of operation, consistent with a bit flip in the fuel gauge counter, resulting in a false reading. Additional field information was requested relating to electromagnetic exposure but supporting information was not available at the time of the analysis. The cause of the fuel gauge bit flip that led to an incorrect estimated remaining longevity could not be determined. Electrical and mechanical tests performed including output verification and physical evaluation did not identify any anomaly or functional issues. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the device displayed an inaccurate battery life estimation. No intervention was performed. There were no patient consequences.